Event description:
The user facility reported that monitor connected to their hexavue custom room rack was having capture issues. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that power supply required a reboot. The technician rebooted the power supply, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.